Event description:
It was reported that during a da vinci si nissen fundoplication procedure, the tips on the fenestrated bipolar forceps instrument were not aligned. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side to side misalignment of grips. There was a .076 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. It was concluded that the damage to the grip was likely due to mishandling/misuse. Failure analysis investigation also found that the edge of the instrument's distal pulley exhibited indentations and the surface had visible scratches. The distal end of the instrument's main tube also exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. The bottom pin on the back of the housing was bent upward and its tension was loose. The chassis was not broken. It has been concluded that the damage to instrument's distal pulley, main tube and bottom pin found during failure analysis was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.